Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the outer insulation and outer coil was damaged at the middle region of the lead consistent with procedural damage. The cause of the reported event was due to procedural damage.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) and right ventricular (rv) leads exhibited insulation damages. Both the rv and ra leads were explanted and replaced. No patient symptoms were reported.